Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon reported non-intuitive motion on universal surgical manipulator 2 (usm). The customer called intuitive surgical, inc. (Isi) technical service engineer (tse) outside of a case and stated that they've had ongoing issues with the arm. The customer stated that the issue has been previously reported. There were no related errors in the logs. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion on usm 2, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found no issues with usm 2. The isi fse replaced the usm 2 per customer's request. The system was tested and verified as ready for use. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed failure analysis (fa). Fa confirmed the alleged issue as the usm passed in-house testing. After further investigation in the usm carriage, fa identified signs of fluid intrusion affecting the carriage cover, main block, axes controller carriage power (accp) printed circuit assembly (pca) and the stators connectors, which had signs of burn marks. This explained the non-intuitive motion observed on the arm. Also, fa found debris and haze/moisture in the instrument sterile adapter (isa), rotors, and joint sensors. As a fix, the carriage cover, main block, accp pca, isa, stators, rotors, gearboxes, and joint senses will be replaced. Additionally, the carriage will be upgraded to the latest version.